Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently functional. The cause for the failure was an intermittent connection. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a non-reportable patient death, it was found that the patient's monitor had intermittently functional response buttons.